Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 07, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 26, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6), 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 28, 2023.